Event description:
It was reported to philips that the system was unable to boot, stalling at start-up screen. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure, which was completed by moving to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon troubleshooting, the fse reviewed the log file and identified that the software was corrupted. To resolve the issue, the fse reloaded the software on the suite pc, the backup was restored, and the rsn patch was reinstalled. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.